Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 516 mg/dl. The customer was treated with the manual injection. The customer experienced the symptoms related to high blood glucose such as body feels stiff and cramping metallic smell. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. It was stated that the insulin pump had no delivery alarm. The troubleshooting was performed for the no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).